Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause was traced to user. The device was washed and rinsed but not thoroughly reprocessed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.